Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lock clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis replicated the reported complaint. The large hem-o-lock clip applier instrument was placed and driven on an in house system and it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The clip test was performed and it failed four out of five attempts. Upon visual inspection, there was no physical damage found at the distal wrist. Additionally, the large hem-o-lock clip applier instrument was found to have a loose grip cable at the distal end. The distal idler pulley spun freely and was not damaged. The root cause was attributed to a component failure. The housing was removed for inspections and multiple input disks were found cracked. Hairline cracks were found on the grip input disks. The root cause is typically attributed to user mishandling/misuse. The loose grip cable and cracked input disks are likely the cause of the clip test failures. A review of the site's complaint history does not reveal any additional complaints related to this product and/or this event. A review of tableau report was performed. Per the review, the following was confirmed: the customer last used the large clip applier instrument part# 470230-12 lot# k10211018-0072 on (B)(6) 2022 during a salpingo-oophorectomy procedure on system sk3337. The instrument had 70 lives remaining. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system errors: 282 ¿ tool invalid reason: one or more tool sensors were not detected: tool presence pin 2 not detected (tool sn not available) on universal surgical manipulator (usm) 4. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the large hem-o-lok clip applier instrument would not fire or close the clip. Deficiencies in clip application may lead to inadequate hemostasis. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted salpingo-oophorectomy surgical procedure, the large hem-o-lok clip applier instrument would not fire or close the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the sterile processing technician confirmed the reported issue occurred during a procedure on (B)(6) 2022. It was confirmed that the instrument was inspected prior to use. The sterile processing technician informed that the surgeon uses two clip applier instruments for efficiency; however, only one of the clip applier instrument worked during the procedure. The procedure was completed robotically with no reported injury.